Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient's daughter called an ambulance for the patient at 9:50 am. Prior to the incident, the patient got an error message "signal loss" on the receiver which lasted 3 plus hours. The patient did not check his sugar level using the glucometer prior to the incident. But when his daughter came to his home, she immediately poked his finger because he felt weak and it showed 52 mg/dl. Treatment for hypoglycemia was not documented. When emergency medical services (ems) arrived, the bg was 62 mg/dl. Treatment for hypoglycemia was again not documented. The paramedics did not decide to admit the patient to the hospital because he felt stable after few minutes. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.